Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 341mg/dl. The customer stated that later her glucose rose to 416mg/dl. The customer stated having high glucose for the past twenty four hrs. Troubleshooting was performed. The customer stated that the cannulas were bent. The programming and settings on the insulin pump were correct. Ran a fixed prime test and the insulin pump passed the test. No further info was provided.